Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 100 mg/dl. The customer did not have an alternate method of insulin therapy available but declined follow up from tandem technical support to confirm an alternative method of insulin therapy was obtained.